Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer stated that they received erroneous results for five samples from the same patient tested for the elecsys tsh assay (tsh), elecsys ft3 iii (ft3), and the elecsys ft4 ii assay (ft4) on a cobas 6000 e 601 module (e601). The results were said to not be consistent with the clinical picture of the patient. This medwatch will cover ft3. Please refer to the medwatch with patient identifier (B)(6) for information related to ft4 and refer to the medwatch with patient identifier (B)(6) for information related to tsh. Refer to the attachment for all patient data. Each sample was initially tested on the customer's e601 analyzer. The fifth sample was repeated on a siemens vista analyzer since results from the e601 analyzer were said to not be consistent with the patient's clinical picture. The physician considered the results from the siemens vista analyzer to more reliably match the patient's clinical picture. The patient was not adversely affected. The serial number of the used e601 analyzer was asked for, but not provided. The reagent expiration dates were asked for, but not provided.

Manufacturer narrative:
A sample from the patient was provided for investigation. Investigations have determined that the sample contains an interferent to the streptavidin present in the ft3, ft4, and tsh reagents. This limitation is covered in product labeling. This interfering factor most likely caused the falsely elevated values of the ft4 and ft3 assays, as well as the falsely decreased value for the tsh assay.